Event description:
A caller reported an issue with cgm error 42 while using a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, which successfully resolved the error, allowing the caller to start their sensor session without further issues.